Event description:
Ceftriaxone programmed using library. Nurse noticed that the volume in the bag remaining was more than what should have been. Nurse tried reprogramming the infusion and it still was running slower than expected. Pump taken out of service and sent to 8-9000. Clinical engineering interrogation findings: there was an upstream occlusion alarm that happened and was cleared in the minute after the infusion was started. Another happened the next minute. There was a third 22 minutes later.